Manufacturer narrative:
Returned for eval is port with a short stegment of catheter tubing attached to port stem. Tubing measures approx 0.6" long. Proximal end of tubing is butted against port base and has been split twice, 180deg apart at that end. There is a small hole in tubing just distal to one of splits. Distalend appears to have been severed with a sharp instrument. There is one black depth mark doton tubingh segment near middle of its length. There are grip marks from a serrated jawed clamp on port base perimeter, and a few small scratches on port base near septum. There are multiple needle stck marks in silicone septum. There are at lest four tiny protrusion in center of underside of hared plactic base, high-lighted by dark residue. There is dark residue visible inside port reservoir. There is a small amount of lighter, tan-colored residue on tubing exterior. A lot history review is not possible since lot number in unk. Notes in file indicate that port was in place for approx 4 months in a pediatric pt. Holes were noticed in port base when port was removed. Initial eval and decontamination shows that ort leaked from holes in base, and port lumen would not aspirate. Upon further eval, port is accessed and flushed with a 22ga non-coring needle attached to a 12cc syringe filled with water. Port lumen is verified to be patent as water exits stem opening. No leakage is seen coming from protrusions in base. Distal tip of catheter segment is placed in a beaker of water. Port lumen now aspirates normally, witout unusual resistance. Stem tip is removed from beaker and opening is occluded with finger pressure. When reservoir is pressurized, septum blulges, but no leaks are seen in port base. Protrusions in port base appear to be occluded with solifified residue. A leak does occur at a hole in catheter tubing segment on stem. Port is viewed under 20x magnification. Tubing appears to have been gripped with serrated jaws, such as hemostats. This has torn tubing and created a hole in lumen. Protrusions appear to be small eruptions in plastic from inside of reservoir. These eruptions have tiny pin holes at their apex. These outward protrusions are typical of needle damage. It does not appear that needle tip completely perforated hard plastic wall. It appears that pin holes break through reservoir wall, but are now occluded with blood/infusate residue. When excessive force is used, needle tip can be forced through hard plastic base. A force of 25 pounds or greater is required to perforate reservoir wall. This is much greatr than 1 to 2 pounds force required to pierce silicone septum.

Event description:
The port was placed 6/26/96 and was in use for approx. Four months. It was reported that the port was exclusively accessed by non-coring needles. The port was removed on 12/12/96. When the port was received by the MFR on 2/3/97, holes were found in the port base.